Event description:
It was reported that during an unk procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date stent: 06/08/2009. Broken advancer. Evaluation summary: the analysis results found that the el5ml device was returned with the tip of the advancer broken. The device was cycled and the instrument short fed 6 clips as the advancer was broken, producing malformed clips. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.